Event description:
It was reported that while using the surgical fiber during a prostate procedure, a decrease in tissue vaporization efficiency was observed at 3 minutes and 16,165 joules of use. The procedure was completed using a second fiber. Reportedly, gland volume 60 ml. There was no report of injury.

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, proximal to the fiber/cap fusion zone. The fiber proximal to the fracture was found to rotate independently of the metal cap; detritus and charring were also observed on the surface of the metal cap. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam and or the system will revert to standby mode. The fractured glass cap may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.